Event description:
The lens was explanted without complication due to the improper power initially implanted and subsequent undesired refractive outcome.

Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 15.5. The results reasonably suggest this issue is not manufacturing related.